Event description:
The patient inserted a tampon without her noting whether a withdrawal cord was attached. One and a half days later, the patient tried to insert a second tampon and realized that the first tampon was still in the vagina. She was unable to remove the first tampon and visited an urgent care center in late 2007 for removal of the tampon. Patient was released, and no antibiotics were prescribed. Medical records were not provided.

Manufacturer narrative:
The patient was unable to supply the lot number, and no other products from the same carton were returned. No investigation was possible, although data related to tampon integrity are continually reviewed and trended by the manufacturer as a standard procedure. Insert instructions clearly state the need for the user to note whether "the removal cord is extending out of the plunger end" before inserting the tampon.